Event description:
Baxter reported difficulty diconnecting a transfer set from the ultrabag following the fill cycle. The lock on the set was found to be broken. No patient injury or medical intervention was reported.